Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. Pod was originally reported for separating from adhesive pad.

Manufacturer narrative:
The adhesive pad was not returned with the device. The adhesive welds were inspected, and no abnormalities were observed. No damages or manufacturing deficiencies were observed that would result in the adhesive pad separating from the device. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. Device was received with corrosion observed on the pcb and damage to the pod internals. All three battery voltages were observed to be low. Due to the presence of corrosion, a leak test was performed. During the investigation, an internal leak was found in the fluid path due to a hole in the pod reservoir. The fluid path was manually occluded, and fluid was observed leaking through this hole in the reservoir in the fill port. The hole caused fluid to accumulate inside the device and resulted in the observed corrosion, low battery voltages, and data loss. Multiple attempts were performed to obtain the device data, including using an external power supply, but data could not be retrieved. Due to the inability to retrieve the data, the reported hazard alarm event could not be determined. Multiple components inside of the pod were observed to be damaged. The needle mechanism showed signs of heavy damage. The damage can be confirmed as post use as the observed damage lined up with cracks in the top housing and the pod would not have been able to deploy in the state it was received in. Damage was also observed on the fill port of the reservoir. This damage led to an internal leak in the pod and the observed corrosion/data loss. The leak can be confirmed as post use damage as it would prevent the pod from filling properly had it existed during use. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found the exposed portion of the soft cannula to be damaged. It could not be determined when or how this damage occurred.